Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to another, unknown meter performed within 30 minutes of each other. The reporter alleged differences of as much as 60 mg/dl and provided comparisons of "180 v 120 mg/dl" and "105 v 90 mg/dl". This complaint is being reported because one of the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.